Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the inflation device failed to inflate. The target lesion was located in right coronary artery. A 26 encore balloon catheter inflation device was selected to inflate an emerge balloon catheter. During procedure, it was noted that the pressure level did not increase further than 6atm when pressure was applied. Furthermore, the pressure level went below 6atm when pressure was not applied. The balloon was checked and was verified it was not ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis noted that the gauge needle did not move.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected. There was dried saline in the flexcil line and on the gauge face. The gauge needle was at 0. As pressure was being increased, it was noted that the gauge needle did not move. A test gauge was used to complete the functional testing and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).